Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the calcified superficial femoral artery of the patient. A 6x200mm, 150cm ranger drug-coated balloon was advanced for dilation. During the procedure, before it was inflated to rated burst pressure, the balloon ruptured. The device was removed and replaced for another of the same device to complete the procedure. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the calcified superficial femoral artery of the patient. A 6x200mm, 150cm ranger drug-coated balloon was advanced for dilation. During the procedure, before it was inflated to rated burst pressure, the balloon ruptured. The device was removed and replaced for another of the same device to complete the procedure. There were no patient complications reported. It was further reported that the lesion was 80% stenosed, non-tortuous, and non-calcified. The target vessel was straight in general geometry. A loading tool was not used when advancing through the sheath. There were no interventions that took place prior to using the balloon.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. The device was returned for analysis and the evaluation was completed on 11sep2024. A visual and tactile examination was performed on the balloon, tip, markerband, and shaft. The balloon inflated to its rated burst pressure (rbp) for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied, and the inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were found on the tip, markerband, and shaft of the device.